Manufacturer narrative:
Received one device. Visual inspection found damaged(detach) downstream occlusion sensor (dso) seal. Functional test performed found defective dso sensor. The dso sensor and seal was replaced. Additionally, the patient information data was not holding, so the printed wire assembly (pwa) was replaced as well. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was stated that the pump doesn't recognize the defuses. There was no reported patient involvement.